Manufacturer narrative:
Investigation conclusion:.a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 false negative sars result on symptomatic 17 year old daughter. Customer states the result was confirmed positive by other rapid antigen test at urgent care.